Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded migrated iud / left coil remains inside fallopian tube') and device dislocation ('malposition of essure device ¿ colon and stomach/ migration of essure device location of device: right coil migrated to colon and stomach/ migration of right tubal essure device found in the left paracolic gutter') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cholecystectomy, tonsillectomy, adenoidectomy, rhinoplasty and septoplasty. Concurrent conditions included ulcerative colitis, pancreatitis, seasonal allergy, gallbladder sludge, acute appendicitis, abdominal pain, fatty liver, depression, anxiety, musculoskeletal pain, pelvic discomfort, chronic vascular insufficiency of intestine, asthma, depressive disorder, kidney stones, backache, joint pain, bipolar disorder, crohn's disease, arthritis, acne, eczema, pancreatitis, lung nodule, allergic reaction, flushing, diaphoresis, tingling tongue and tingling throat. Concomitant products included aripiprazole (abilify), azathioprine (imuran), docusate sodium (colace), ibuprofen, lidocaine, mesalazine (apriso), nsaids, oxycodone, prednisone, salbutamol (albuterol), vedolizumab (entyvio) since 2002 and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary incontinence ("bladder or urinary problems or changes-incontinence"), fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, dysmenorrhoea, urinary incontinence, fatigue, alopecia, migraine, weight increased, dermatitis allergic, urinary tract disorder, vaginal discharge and headache outcome was unknown. The reporter considered alopecia, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, migraine, pelvic pain, urinary incontinence, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiffs told left coil remains inside fallopian tube. Received treatment for dysmenorrhea, expulsion, urinary tract disorder, vaginal discharge, fatigue, hair loss, migraine, headache, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on an unknown date: the right essure had migrated in the tube. Imaging procedure - on an unknown date: results: bilateral occlusion confirmation test (unspecified). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: incontinence, pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new events - allergy - rash/skin condition, expulsion, urinary problems, vaginal discharge, headaches were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded migrated iud / left coil remains inside fallopian tube") and device dislocation ("malposition of essure device ¿ colon and stomach/ migration of essure device location of device: right coil migrated to colon and stomach/ migration of right tubal essure device found in the left paracolic gutter") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast reduction in 2005 and septoplasty, rhinoplasty, adenoidectomy, tonsillectomy, cholecystectomy and obesity. Concurrent conditions were listed as ulcerative colitis, crohn's disease, dysplasia, tingling throat, tingling tongue, diaphoresis, flushing, allergic reaction, lung nodule, pancreatitis, eczema, acne, arthritis, crohn's disease, bipolar disorder, joint pain, backache, kidney stones, depressive disorder, asthma, chronic vascular insufficiency of intestine, pelvic discomfort, musculoskeletal pain, anxiety, depression, fatty liver, abdominal pain, acute appendicitis, gallbladder sludge, seasonal allergy, pancreatitis and ulcerative colitis. Concomitant products included entyvio (vedolizumab) since 2002, oxycodone, ibuprofen, colace (docusate sodium), vitamin d [vitamin d nos], abilify (aripiprazole), albuterol [salbutamol], lidocaine, nsaids, imuran [azathioprine], prednisone and apriso (mesalazine). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 86 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). In (B)(6) 2014 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary incontinence ("bladder or urinary problems or changes-incontinence"), fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2014 she experienced alopecia ("hair loss"). In (B)(6) 2015 she was found to have weight increased ("weight gain / loss (specify which one) gain"). An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgical essure removal (salpingectomy) on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, migraine, pelvic pain, urinary incontinence, urinary tract disorder, vaginal discharge and weight increased to be related to essure administration. The reporter commented: plaintiffs told left coil remains inside fallopian tube. Received treatment for dysmenorrhea, expulsion, urinary tract disorder, vaginal discharge, fatigue, hair loss, migraine, headache, weight gain. Essure insertion date: (B)(6) 2013 (discrepancy noted-as per pif). Essure removal date: (B)(6) 2018 (discrepancy noted-as per). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.037 kg/sqm. [Hysterosalpingogram] (date unknown): the right essure had migrated in the tube [imaging procedure] (date unknown): results: bilateral occlusion. Confirmation test (unspecified). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: incontinence, pain", device dislocation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Rcc updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded migrated iud / left coil remains inside fallopian tube') and device dislocation ('malposition of essure device ¿ colon and stomach/ migration of essure device location of device: right coil migrated to colon and stomach/ migration of right tubal essure device found in the left paracolic gutter') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cholecystectomy, tonsillectomy, adenoidectomy, rhinoplasty and septoplasty. Concurrent conditions included ulcerative colitis, pancreatitis, seasonal allergy, gallbladder sludge, acute appendicitis, abdominal pain, fatty liver, depression, anxiety, musculoskeletal pain, pelvic discomfort, chronic vascular insufficiency of intestine, asthma, depressive disorder, kidney stones, backache, joint pain, bipolar disorder, crohn's disease, arthritis, acne, eczema, pancreatitis, lung nodule, allergic reaction, flushing, diaphoresis, tingling tongue and tingling throat. Concomitant products included aripiprazole (abilify), azathioprine (imuran), docusate sodium (colace), ibuprofen, lidocaine, mesalazine (apriso), nsaids, oxycodone, prednisone, salbutamol (albuterol), vedolizumab (entyvio) since 2002 and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), incontinence ("bladder or urinary problems or changes-incontinence"), fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, pelvic pain, dysmenorrhoea, incontinence, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, embedded device, fatigue, incontinence, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiffs told left coil remains inside fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram on an unknown date: the right essure had migrated in the tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: incontinence, pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received :- events added from pfs "incontinence, dysmenorrhea (cramping), fatigue, hair loss, malposition of essure device, colon and stomach, migraine headache, weight gain, pelvic pain". And event added from "medical record-embedded device". Reporter information, medical history, concomitant drug, events onset date, lab data, essure insertion and removal date were added. Event-injury was deleted device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.